Event description:
Defective keypad

Event description:
Customer reported defective keypad. The keypad was received for investigation. The device history record was reviewed and no events linked with reported issue were detected. The keypad received was tested. At least two buttons are not functional. A possible short circuit is at the origin of the issue. The problem reported is confirmed.